Event description:
It was reported that a patient underwent a CABG procedure on an unknown date and suture was used. During CABG procedure, cardiothoracic surgeon experienced product issues with prolene sutures, whereby four sutures snapped/breakage and one suture detached from swage end. The surgery was successfully completed by opening and utilizing new sutures. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 9/22/2025 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: "1. Were there patient consequences? If yes, please explain. Ans: both case spent extra cross clamp and bypass time to repair on the anastomosis side. 1st case around 1 hour, 2nd case around 30 minutes (update by sr (B)(6) 2. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Ans: I¿m not present in the case; this info is provided by sister (B)(6) who assisting surgeon case." Cq seek clarification and received further information from sales rep via email: "1. For q1, did you mean there was a surgery delay? Ans: q1, based on the answer provided from sr (B)(6) . Yes, the surgery was successfully completed by utilizing new sutures according to sr (B)(6) mentioned earlier. 2. Were there any patient consequences or adverse events (e.g. Revision surgery/complications/infections etc)? Ans: no feedback from sr (B)(6)." Cq seek clarification and received further information from sales rep via ms teams. Cq included information provided by sales rep via teams in the email reply: "as discussed in our teams conversation, you have confirmed the following: 1. Two cases were reported in this complaint (B)(4), but you had missed to raise them as separate complaints. As per tv-sop-15755, one complaint shall be submitted per event. Therefore, you will proceed to raise another complaint to capture the 2nd case reported in this complaint. 2. Regarding the patient¿s consequences, in response to your reply below 'no feedback from sr (B)(6)', you confirmed that there was no adverse event reported to you as of today (10 sep 2025)." To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.